Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun 5000 was evaluated. Device had a cooling malfunction. Alert 113 was observed in the device. Chiller assembly was replaced. Chiller pump was failing. Chiller pump was replaced. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: b, d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 24feb2025, it was noted that they were waiting customer approval. Per follow up information received via mail on 15may2025, they repaired the device on the customer site. Chiller assembly and chiller pump were defective, replaced the chiller assembly and chiller pump the issue was resolved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. The complete initial reporter phone # is (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had a water-cooling malfunction. Per follow up information received via email on 24feb2025, it was noted that they were waiting customer approval.